Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro endoscopic vessel harvesting system overheated and remained activated. The jaws melted and a piece fell off in the pt's leg. The piece was retrieved through the original incision with no other pt effects reported. A new kit and cable were used to complete the procedure. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on august 20, 2010, for investigation. A visual inspection revealed that the silicon coating on the cold jaw boot was completely detached. The hot jaw was burnt, the silicon on the tip of the hot jaw was detached and cracked, and the heater was detached and bent. The device was bloody. Resistance measurements were out of specification. A pre-cautery test was performed on the returned device using a reference power supply and extension cable. The device did not perform according to specifications during several device activations, the device would self-activate. Based upon the functional test, the reported complaint for "overheat, jaws melted" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could be attributed to this failure mode. (B)(4).